Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on (B)(6) 2018 on the aviva connect meter within 10 minutes: 28 mmol/l and 12.5 mmol/l. The customer also received the following results on (B)(6) 2018 within 10 minutes: 30.8 mmol/l and 12.2 mmol/l. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.